Event description:
Consumer alleges using the heating pad while sleeping but the controller was off plus product still plugged in. Consumer alleges the controller caused a burn mark on her bedsheet. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges using the heating pad while sleeping but the controller was off plus product still plugged in. Consumer alleges the controller caused a burn mark on her bedsheet. There was not a report of personal injury with this incident.